Event description:
A customer observed patient's sample results associated with the wrong pt demographics on the eci analyzer. No erroneous results were reported. Mis-association of pt demographics ans results may lead to inappropriate physician action. There was no report of pt harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
This event's investigation found that the customer reuses sample ids. If a sample is not processed to completion, the sample programming info including the demographics & incomplete test request(s) are retained in the analyzer's memory in the "pending" state. Reusing the same sample ID on a subsequent sample, without completion of the original test request(s) or deletion of the initial programming, will cause the original demographics and pending test requests to be erroneously associated with the subsequent sample. No malfunction occurred. The root cause of the event is user error.